Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, it was noticed that the vasoview hemopro 2 plastic tip was broken. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. Tissue and char buildup was observed on the jaws. A visual inspection determined that the heater wire was flexed away at the center of the hot jaw. The wire remained attached at the tip and base of the hot jaw. Peeling and detachment of the insulation was observed at the tip of the cold jaw and remained attached at the base. Based on the returned condition of the device the reported failure mode was confirmed for ¿bent wire detached¿ and the analyzed failure mode "peeled silicone jaw" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive (CAPA) system. Specific actions for the analyzed failure mode are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, it was noticed that the vasoview hemopro 2 plastic tip was broken. A replacement device was used to complete the procedure. The hospital did not report any patient effects.